Event description:
Related manufacturer reference number 1627487-2024-00126. It was reported that there were granulomas near the patient's leads, as such, the leads were explanted.

Manufacturer narrative:
Date of the event is estimated. Date of the explant is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.